Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system. An initial result of 0.160 ng/ml was obtained. The customer reanalyzed the sample and recovered lower results of 0.022 ng/ml and 0.021 ng/ml, within the normal reference range. The customer reported 0.021 ng/ml to the hospital. There was no patient consequence or change in patient treatment associated with this event. Quality control (qc) was within the laboratory¿s expectations. No system issues were noted. The instrument was in operation.